Event description:
The disposable advance - capsule endoscope delivery device is a 2.5 mm single sheathed device indicated for transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in pts who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. The physician advanced the endoscope and the device through the upper esophageal sphincter (ues) and through the lower esophageal sphincter (les), and deployed the video capsule in the duodenum. During removal of the endoscope and device, the physician could not pull the device through the ues. The physician then dilated the ues and removed the device. The pt had prior history of neck injuries and surgeries. The pt was discharged after the procedure without injury due to the device nor due to the dilation.

Manufacturer narrative:
The disposable advance - capsule endoscope delivery device is a 2.5 mm single sheathed device indicated for transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in pts who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. The physician advanced the endoscope and the device through the upper esophageal sphincter (ues) and through the lower esophageal sphincter (les), and deployed the video capsule in the duodenum. During removal of the endoscope and device, the physician could not pull the device through the ues. The physician then dilated the ues and removed the device. The pt had prior history or neck injuries and surgeries. The pt was discharged after the procedure without injury due to the device nor due to the dilation.